Event description:
Customer reported getting high device results, however no values were provided. Spouse took customer to doctor and their device = 27 mg/dl. Customer was sent to hospital, however no values were provided. Hospital treated with a glucose IV. No controls. A request was made for return product and replacement product was sent.